Event description:
Vendor reported many insulin cartridges to the infusion device are leaky at the end near the plunger. No further information is available. No physiological effects were reported. No pt required assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the unused alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.